Event description:
Event # (B)(4): patient had PICC placed. She left a message approximately (B)(6) weeks later with the vad team that she had pinching pain at the insertion site. I attempted to contact her that evening and this morning. She came to the infusion center for a dressing change. There was a non intact/occlusive covaderm dressing with a coban wrap over the top that the patient stated had not been changed for (B)(6) weeks due to her inability to get here for a dressing change. I removed the dressing and found that the statlock was intact but the PICC was able to move freely in and out of the insertion site with arm movement. When I flushed the PICC, saline leaked out of the insertion site and there was increased swelling above the insertion site. The patient complained of pain from her shoulder to her wrist. With us assessment, the brachial vein was compressible from the insertion site to the axilla. The PICC was slowly removed and a large fracture was noted between the 4 and 5 cm mark. A note was placed in the chart and a defective product sheet was filled out. Event # (B)(4): I pulled a defective PICC line. It was placed yesterday and oozed a good bit so the nurse yesterday was told to coban it for 24hrs and then re-dress. I flushed the line after giving the patient and antibiotic thru the line. The line dressing was then changed. After the dressing was done the line would not flush and had tremendous resistance. We took the dressing back down and there were no kinks...but on further examination I actually found a weakened/cracked spot that looked like a white line on the line itself right at the biopatch! I am not sure if the coban could have cause it to bend enough to crack or if it is just defective. I have never seen a PICC line that has had anything that looked like this, so I called the doctor and we pulled the line.